Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer found that pockets a1 through e5 in drawer 3.1 were not detected on the bus. The medstation was shut down, all pockets were removed, and trays were cleaned. Row board cables and connectors were unseated and reseated. The hardware test application was launched, and each pocket was placed back into drawer 3.1, verifying successful detection. An acceptance test was then run and completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage space had failed, the pharmacy technician was unable to recover the space, and it continued to display the message requires maintenance support. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.